Manufacturer narrative:
Patient initials are (B)(6). Device broke intra-operatively and was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) ¿ manufacturing date: may 16, 2016. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No non-conformance reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a posterior lumbar interbody fusion (plif) procedure at l4-l5 on (B)(6) 2016. As the surgeon attempted to readjust the vertebral spacer with a plif implant holder, the spacer broke into two (2) pieces. The pieces were easily retrieved; another implant was readily available to complete the procedure successfully without delay. The patient was reported to be in a stable condition post-operatively. Concomitant device: plif implant holder (part/lot: unknown / quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed. A visual inspection, complaint history review and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment, where applicable, was found to adequately address the complaint condition. Per the brochure, the returned spacer is a vertebral body replacement device intended for use in the thoracolumbar spine (t1-l5) and designed for the interior component of the spacer to be packed with bone to create fusion between two vertebrae. Posterior lumbar interbody fusion instrument set is used for implantation of the vertebral spacer-pr. Upon visual inspection the complaint description is confirmed as the spacer was received cracks and deformed in several places. The returned spacer cracked at the slot where the implant holder grasps the handle. The relevant drawing was reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the returned instruments¿ lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. A definitive root cause could be determined; however the failure mode may be consistent with excessive impacting which caused the implant to break. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.